Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion ("coils protruding out fallopian tube"), abnormal uterine bleeding ("abnormal uterine bleeding") and uterine polyp ("loose polypoid"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered abnormal uterine bleeding, device expulsion, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: unspecified injury: "tissue". Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion ("coils protruding out fallopian tube"), abnormal uterine bleeding ("abnormal uterine bleeding") and uterine polyp ("loose polypoid"). The patient was treated with surgery (essure removal). The reporter considered abnormal uterine bleeding, device expulsion, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: unspecified injury: "tissue". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain]. Coils protruding out fallopian tube [partial expulsion of device]. Abnormal uterine bleeding [abnormal uterine bleeding]. Loose polypoid [uterine polyp]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as paratubal cyst and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device expulsion ("coils protruding out fallopian tube"), abnormal uterine bleeding ("abnormal uterine bleeding") and uterine polyp ("loose polypoid"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2022. The reporter considered abnormal uterine bleeding, device expulsion, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: unspecified injury: "tissue". Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: specimen: uterus w/bilateral ovaries and fallopian tubes, uterus, cervix bilateral tubes. Pathologic diagnosis result: uterus and fallopian tubes: uterus: -secretory endometrium. -leiomyoma. -adenomyosis. -uterine cervix without specific diagnostic abnormality. Fallopian tubes: -fallopian tubes without specific diagnostic abnormality. Clinical information order/ surgery diagnosis: abnormal uterine bleeding gross description: the specimen is received fresh labeled with the patient's name and "uterus cervix bilateral tubes". It consists of 185 g total hysterectomy bilateral salpingectomy including uterus (6.5 cm superior to inferior, 6.8 cm right to left and 3.7 cm anterior to posterior) and 2 detached fallopian tubes (4 and 5.5 cm in length, 0.7 cm in diameter). The serosal surface is red-tan and dull with multiple fibrous adhesions. There is 1 intramural leiomyoma measuring 1.3 cm in great dimension with pale-tan whorled fibrotic cut surfaces without hemorrhage or necrosis. In the right cornu there is a metallic coil consistent with essure coil. The fallopian tubes are fimbriated, have multiple paratubal cysts measuring up to 0.6 cm in greatest dimension and sectioned to reveal unremarkable cut surfaces. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Surgical pathology report added. Additional reporter added. Concomitant condition added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.